Event description:
Following pump replacement, the pt felt that the pump wasn't working right. She felt at times the pump was dispensing too much medication and at other times it wasn't dispensing enough. The pt was either feeling an increase in stiffness and spasticity or her muscles were too loose. She stated that the physician checked "my program" numerous times since it was put in and it showed everything was fine, but the pt had had a pump for years and felt this new pump was not working properly. Because of this, the pt was afraid to ask for an increase in dose; she didn't feel the physician was comfortable increasing it either because they were unsure of what was going on. The pt was also concerned that she barely heard the pump alarm on the new pump because it wasn't a beep, it was an odd sound; she was afraid she wouldn't hear it if she was asleep. The pt's main concern was that it was felt she was not getting enough medicine or too much. She saw her f/u doctor weekly for acupuncture and biofeedback for pain mgmt; monthly for pump refills. The concentration and dosage of the lioresal being delivered via the pump was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.